Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported ¿there certainly was some laterality that was noted on the pocket where the implant had drifted laterally¿. Device has been explanted, replaced, and discarded.